Manufacturer narrative:
Correction: b5 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Fresenius became aware this 78-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2020, was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic on 11/nov/2021 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 3,505 u/l, polymorphs = 80%) was collected, and the patient was diagnosed with peritonitis. The patient was treated outpatient with intraperitoneal (ip) vancomycin 2000 mg (subsequent dosing based on lab values) and ip ceftazidime 1500 mg daily x 21 days. The patient¿s peritoneal effluent culture result returned positive on (B)(6) 2021 for staphylococcus epidermidis, and the patient¿s ceftazidime was discontinued. The pdrn attributed causality to a touch contamination event, the patient admits to not wearing a mask or washing their hands prior to initiating/discontinuing ccpd therapy. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler as before the events. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal pain, which warranted antibiotic therapy. The peritoneal dialysis registered nurse (pdrn) attributed causality to a touch contamination event, as the patient admits to not wearing a mask or washing his hands prior to initiating/discontinuing ccpd therapy. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Furthermore, early removal of the pd catheter is recommended when treating a relapse peritonitis event. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse events. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Fresenius became aware this (B)(6) male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2020, was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic on (B)(6) 2021 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 3,505 u/l, polymorphs = 80%) was collected, and the patient was diagnosed with peritonitis. The patient was treated outpatient with intraperitoneal (ip) vancomycin 2000 mg (subsequent dosing based on lab values) and ip ceftazidime 1500 mg daily x 21 days. The patient¿s peritoneal effluent culture result returned positive on (B)(6) 2021 for staphylococcus epidermidis, and the patient¿s ceftazidime was discontinued. The pdrn attributed causality to a touch contamination event, the patient admits to not wearing a mask or washing their hands prior to initiating/ discontinuing ccpd therapy. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler as before the events.